Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer 13 was not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2022, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, the field service engineer (fse) powered down the station, and verified the retractor band cable to be properly seated with controller board lights present. No cause was found for the reported issue, and the user successfully swapped a new load cubie pocket in drawer 13 without issue. The system functioned as intended when the field service engineer investigated the device.